Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The pt experienced incontinence, urgency, leaks daily related to caffeine intake, notices a slight difference in bladder control and feeling a 'snap' after standing up out of bed.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced incontinence, urgency, leaks daily related to caffeine intake, notices a slight difference in bladder control and feeling a 'snap' after standing up out of bed. No explant procedure or subsequent treatments and/or therapies were reported